Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined at this time as the source was not reported from the outpatient clinic. However, enterococcus faecalis are normal inhabitants of the gastrointestinal (gi) tract and a known contributor to peritonitis through either touch contamination or from gi sources. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious injury. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During the follow-up for an unrelated issue, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with enterococcus faecalis and a white blood cell (wbc) count was unknown. The patient was diagnosed with peritonitis due to an unknown cause and prescribed intraperitoneal vancomycin at 1000 mg every three days for three weeks. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler and products (brand and model unknown) during the admission. The patient was discharged home and continued ccpd therapy on the same liberty select cycler as before the event. There was no allegation that the event was related to a fresenius device malfunction.